Manufacturer narrative:
A supplemental report is being submitted for the completed engineering evaluation. An addition was made to section h.6: component code. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: clinical code, type of investigation, investigation findings and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for hypoattenuated leaflet thickened/halt was unable to be confirmed due to the unavailability of relevant imagery and medical records. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 8 years after tavr, tav in tav was performed due to halt with heart failure.'' Halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards japan field clinical specialist, approximately 8 years post transfemoral tavr procedure with a 23 mm sapien 3 valve, the patient presented with heart failure and hypo attenuated leaflet thickening (halt). A valve-in-valve procedure was performed, and no patient complications were reported.

Manufacturer narrative:
Investigation is ongoing.